Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that they experienced hypoglycemia with a blood glucose of 42 mg/dl. The user was able to treat the low blood glucose by consuming fast-acting carbs without assistance from a caregiver. No emergency medical services or hospitalization was required.